Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a urology procedure, the surgeon closed the device on tissue to transect and could not open the jaws. The device was fully articulated at the time and was loaded with a white reload. They had used the reverse button and manual override and then attempted to open the device, but jaws would not open. The surgeon yanked the device off of tissue to remove device. There was no cutting, stapling, or tissue damage that occurred. The case was completed with a competitor product. There were no patient consequences reported.